Manufacturer narrative:
There was/were 2 case(s) with a sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of cause not established. There was/were 1 case(s) with a sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of cause cannot be traced to device. There was/were 2 case(s) with no sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of cause not established. There was/were 1 case(s) with a sample received for evaluation, a result code of no device problem found and a conclusion code of cause not established. There was/were 2 case(s) with a sample received for evaluation, a result code of no device problem found and a conclusion code of no problem detected. There was/were 1 case(s) with a sample received for evaluation, a result code of no device problem found and a conclusion code of cause cannot be traced to device. There was/were 13 case(s) with a sample received for evaluation, a result code of no findings available and a conclusion code of cause not established. There was/were 122 case(s) with no sample received for evaluation, a result code of no findings available and a conclusion code of cause not established. There was/were 1 case(s) with a sample received for evaluation, a result code of no findings available and a conclusion code of failure to follow instructions. There was/were 1 case(s) with a sample received for evaluation, a result code of no findings available and a conclusion code of cause traced to manufacturing. There was/were 2 case(s) with a sample received for evaluation, a result code of no findings available and a conclusion code of cause cannot be traced to device. There was/were 1 case(s) with no sample received for evaluation, a result code of operational problem identified and a conclusion code of cause not established. There was/were 13 case(s) with a sample received for evaluation, a result code of operational problem identified and a conclusion code of cause not established. There was/were 5 case(s) with no sample received for evaluation, a result code of operational problem identified and a conclusion code of cause cannot be traced to device. There was/were 3 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of cause cannot be traced to device. There was/were 51 case(s) with a sample received for evaluation, a result code of operational problem identified and a conclusion code of cause cannot be traced to device. There was/were 9 case(s) with a sample received for evaluation, a result code of operational problem identified and a conclusion code of failure to follow instructions. There was/were 3 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of failure to follow instructions. There was/were 6 case(s) with no sample received for evaluation, a result code of operational problem identified and a conclusion code of failure to follow instructions. There was/were 1 case(s) with a sample received for evaluation, a result code of improper material and a conclusion code of cause not established. There was/were 1 case(s) with no sample received for evaluation, a result code of improper material and a conclusion code of cause cannot be traced to device. There was/were 4 case(s) with no sample received for evaluation, a result code of improper material and a conclusion code of failure to follow instructions. There was/were 2 case(s) with a sample received for evaluation, a result code of improper material and a conclusion code of cause cannot be traced to device. There was/were 5 case(s) with a sample received for evaluation, a result code of improper material and a conclusion code of failure to follow instructions. There was/were 1 case(s) with a sample received for evaluation, a result code of packaging problem identified and a conclusion code of cause traced to manufacturing. There was/were 2 case(s) with a sample received for evaluation, a result code of manufacturing process problem identified and a conclusion code of manufacturing deficiency. There was/were 1 case(s) with a sample received for evaluation, a result code of manufacturing process problem identified and a conclusion code of cause traced to manufacturing. (B)(4).

Event description:
This report summarizes e2000003 224 reported events for q1 2019. There was/were 1 female, 69 year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, 81 year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, 61 year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 31 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, 82 year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 4 female, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 3 male, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, 49 year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, 72 year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, 82 year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, 67 year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 16 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 male, 80 year old, unknown weight patient(s) with reported event(s) of device code break. There was/were 3 male, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 4 female, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 6 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 2 male, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 female, 57 year old, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 unknown gender, 61 year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 male, 71 year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 70 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 female, 63 year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 2 male, 80 year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 male, 3 year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 male, 57 year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 female, 76 year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 female, 9 year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 4 female, unknown age, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 female, 68 year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 5 male, unknown age, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective component. There was/were 1 female, 68 year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 3 male, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 female, 81 year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 2 female, 70 year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 3 female, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 5 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 male, 77 year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 female, 74 year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code inaccurate delivery. There was/were 1 female, 53 year old, unknown weight patient(s) with reported event(s) of device code inaccurate delivery. There was/were 3 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code inaccurate delivery. There was/were 4 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material twisted / bent. There was/were 1 female, 68 year old, unknown weight patient(s) with reported event(s) of device code material twisted / bent. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code material twisted / bent. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material too rigid or stiff. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code material too rigid or stiff. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code use of device problem. There was/were 1 female, 49 year old, unknown weight patient(s) with reported event(s) of device code use of device problem. There was/were 1 female, 74 year old, unknown weight patient(s) with reported event(s) of device code use of device problem. There was/were 3 male, unknown age, unknown weight patient(s) with reported event(s) of device code use of device problem. There was/were 1 female, 50 year old, unknown weight patient(s) with reported event(s) of device code use of device problem. There was/were 1 female, 68 year old, unknown weight patient(s) with reported event(s) of device code use of device problem. There was/were 1 male, 82 year old, unknown weight patient(s) with reported event(s) of device code use of device problem. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code use of device issue. There was/were 6 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material split, cut or torn. There was/were 3 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material deformation. There was/were 7 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code device contamination with chemical or other material. There was/were 1 female, 77 year old, unknown weight patient(s) with reported event(s) of device code device contamination with chemical or other material. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code device contamination with chemical or other material. There was/were 1 female, 68 year old, unknown weight patient(s) with reported event(s) of device code device contamination with chemical or other material. There was/were 3 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code foreign material present in device. There was/were 1 female, 50 year old, unknown weight patient(s) with reported event(s) of device code failure to unfold or unwrap. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code failure to unfold or unwrap. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to unfold or unwrap. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code device damaged by another device. There was/were 4 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 1 female, 77 year old, unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material opacification. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code optical discoloration.